Manufacturer narrative:
The pcba control was returned to the manufacture for evaluation. After functional testing, performance testing, visual/physical examination and usability inspection the reported issue was confirmed. Visual inspection shows inductors stressed. They installed the controller into a known working system. The system initialized. Motion, generator, communication and charging passed. Acquired 2d and 3d images successfully. Eval code method is associated with this analysis. Eval code result is associated with this analysis. Eval code conclusion is associated with this analysis. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Other relevant device(s) are: product ID: bi31000120, serial/lot #: (B)(4). The manufacturer representative went to the site to test the imaging system. The reported issue was confirmed and they replaced the interface board. The issue resolved and they were able to complete the annual planned maintenance (pm). The interface control pcba was returned to the manufacture and is under investigation at this time. The controller pcba was returned unused. The manufacture date was not available at the time of reporting. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system. It was reported outside of a procedure while performing a planned maintenance (pm) a generator error 15 was encountered, stating the wrong focal point. The manufacturer representative was unable to get past 200 ma. No patient was present at the time of the event.